Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.

Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results of 2 emergency room patients samples with cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The initial test for sample 1 with the cobas liat sars-cov-2 & influenza a/b assay generated negative results for sars-cov-2 and flu a, and a positive result for flu b. Same sample was re-tested with the cobas liat influenza a/b assay and generated negative results for flu a and flu b. Sample 2 initial test with the cobas liat sars-cov-2 & influenza a/b assay generated negative results for sars-cov-2 and flu a, and positive result for flu b. Repeat testing with the same assay generated negative results for sars-cov-2, flu a and flu b. Results were released to both medical personnel and patients. Additionally customer utilized a nasopharyngeal swab; 3 ml tube, bartels® flextrans¿ transport medium for collection. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions. Patients were not admitted for treatment. There was no harm or injury to patients associated with results reported to the provider. Based on the FDA guidelines, 2 mdrs will be submitted one for each of the reported results,